Manufacturer narrative:
Boston scientific received information from the clinic that the pacemaker lead safety switch feature was programmed off. The clinic reported that the patient's medical history was significant for complete heart block and pacemaker dependency. The available information suggests that the model# a219 and model#l301 remains inservice. Despite multiple attempts, no additional information was received from the field.

Event description:
Boston scientific received information in that this local representative contacted boston scientific's technical services (ts) on december 22, 2016. The local representative reported that upon review of stored data, the patient's competitor right atrial (ra) lead configuration is unipolar. The patient has been scheduled for extraction of the chronic model#1010 device due to elective replacement indicator (eri). Ts was contacted again by the local representative on december 27, 2016. The local representative reported that an inappropriate episode was identified. The patient received inappropriate shock therapy due to what appears to be oversensing of a ra pacing spike (competitor ra lead). This patient also had a dual chamber pacemaker. The local representative reported that a lead safety switch (lss) was declared in the past due to high ra impedance. The local representative believed that the lss had been programmed off at the time of the model#1010 device replacement. Episode#002 was reviewed which confirmed that the s-ICD device appears to have been sensing pacing spike and then subsequent qrs. Many of the complexes are labeled with an s annotated marker until the paced rate increase to around 100 ppm. The s-ICD conditional zone had been programmed to 200 bpm. The local representative was planning to check the pacemaker to determine if the lss feature was still enabled. If enabled, lss will be programmed off. Ts suggested that the conditional zone could be reprogrammed to 220 bpm. Additionally, the other sense vectors should be checked. The device's sense vector had been programmed to alternate with a note in the chart to leave in alternate.